Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The sample is unavailable, disposed on customer site. Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope; however, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU (instruction for use) contains detailed device information and instructions for the device use. Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent with electrocautery enhanced delivery system was intended for transgastric implantation to treat chronic pancreatitis secondary to a pancreatic cyst during an upper gastrointestinal procedure performed on (B)(6) 2024. During the procedure, the physician reported that the axios first flange would not deploy. After multiple tries with troubleshooting techniques the product was removed. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).